Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Several episodes of automatic mode switching (ams) were seen as a result of competitive atrial pacing. Programming changes were made to resolve the issue, and the patient is stable.